Event description:
The account stated that false positive prism (B)(6) results were generated on a donor sample. The initial result (s/co) was 1.26 with repeat results of 1.71 and 1.62. (B)(6) confirmatory testing (method unknown) was performed and was negative. There was no report of impact to patient management.

Manufacturer narrative:
Field data review; false positive result. Clinical specificity was evaluated by completing a review of field data reported to our prism metrics database from customers using the prism hcv assay. (B)(4). Customer complaint data was reviewed and no adverse trends were identified. The prism hcv reagent package insert was reviewed and was found to adequately address the issue. The customer was referred to the limitations of procedure section regarding false reactive results. Based on the results of this investigation, the abbott prism hcv assay (list number 6d18) is performing as intended and no additional product issues were identified. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4): (no consequences or impact to patient); (false positive result). An investigation is in process. A follow-up report will be submitted when the investigation is complete.